Event description:
The customer reported that the pt was fitted with the device on (B)(6) 2010 and the pilot balloon deflated starting the alarm on the ventilator. The balloon was re-inflated several times and then changed on (B)(6) 2010.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made without the device.